Event description:
Additional information received from the manufacturer's representative (rep) reported the rep met with the patient at the healthcare provider (hcp) office and reprogrammed her. Re-programming was effective and the patient reported comfortable stimulation and significant pain relief. The patient manually turned the voltage up to high. The rep educated her on the proper use of the device. The rep had no additional information.

Event description:
Additional information received from the manufacturer's representative (rep) reported she did not have any information on the revision. The rep had met with the patient for reprogramming as the device had not been reprogrammed since just after the second procedure. When the rep saw the patient she was able to achieve good programming and the patient pain relief. All device parameters and impedances were normal and there were no device related complications the rep could see. This was all the information the rep had.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported she had pain when the implant was put in. It was revised two times and moved to different locations. After the second revision, the setting had only ever been off or too low to cover the pain, so she met with a manufacturer's representative (rep). The settings were not effective. The patient stated that the rep did not know what he was doing and could not operate two leads at one time. Eventually, the patient met with another rep to address the settings and pain. After that time, it got better, but the stimulation voltage turned out to be too high particularly when the patient turned her head or smiled. The stimulation was too high after the change. The revisions occurred in (B)(6) 2014. The patient met with the rep in (B)(6) 2014 and 2015. Relevant medical history included non-malignant pain. No causes, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was reported by the consumer on (B)(6) 2017. It was reported that the patient was not programmed the right way post implant on (B)(6) 2014. The patient had pain in 2016 about a year ago and stated that it felt like the lead wire in their neck was japing a nerve and causing pain. The patient had an x-ray about a year ago and it looked like their lead had not moved out of position. In 2016 the programming was corrected and it was stronger than what they were used to. When the patient left the health care professional (hcp) office they ¿hit the floor¿ because their equilibrium was affected by the stimulation in 2016. The patient saw their pain hcp yesterday ((B)(6) 2017) and the hcp recommended that the patient see a manufacturer representative for programming.

Event description:
Additional information received from the rep indicated that the rep spoke to the patient was a reprogramming appointment was set.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reiterated previous allegations and the additional allegation of throwing up on themselves when falling to the ground, with no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported previously documented allegations but that they had a new manufacturer rep presentative and they were much happier with their help and the settings of their stimulation. No further issues were noted or anticipated.